Event description:
Customer reported a cartridge alarm. The user experienced alarm 20 during the loading process despite following the on-screen instructions, and the alarm recurred after a second cartridge load, leading to a need to replace the pump. There was no reported adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and the customer was informed that a replacement was necessary. Technical support provided instructions for returning the problematic pump and sent a replacement. The customer did not disclose the type of backup therapy they would use to maintain insulin delivery, nor accepted any goodwill cartridges.